Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation, it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for patient ventilation. The first root cause was determined to be a supposed defective p&t knob but the investigation found that the root cause was the software update. In consequence the patient was ventilated with an ambu bag and later with another ventilator and the supposed defective part was replaced. After a new start of the device (and software update), the device was working as intended. There was no reported patient or user harm as the issue was treated in a timely manner.

Event description:
The report from hospital say: the rehabilitation department called for referral of the patient. According to the operating procedure, the ventilator was prepared for use in advance. After arrived, the patient was connected to the ventilator for assisted ventilation. The adjustment knob could be adjusted at that time. A few hours later, the ventilator gave an alarm, showing high minute ventilation volume. The rotary knob did not respond to adjust the upper and lower alarm limits. Hamilton-c1 made in (B)(6) 2018.